Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed to open. A field service engineer (fse) found that the refrigerator was not correctly sensing when the door was closed. Grease was added and the housing adjusted, but the issue persisted. The micro switches were then replaced. The door was tested successfully in both hta (hardware test application) and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator would not open the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.